Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units multiple times during the load process. The customer reported a blood glucose (bg) level of 206 (mg/dl). A manual injection was delivered to address bg levels. It was indicated that injections were available for diabetes management.